Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic procedure, the device was fired on the cystic duct. When the cystic duct was cut with a scissors, "bill leaked". The operation was converted to open. Ligation was performed. After the operation, the sales rep found a malformed clip in the photo. When the nurse checked its function after the operation, some clips were formed properly, but some clips were ejected.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.